Event description:
Patient was being fed using a pump. Initially the reporter stated an unknown amount of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. Pt had been losing weight so the feeding was checked every three hours. Reporter stated the pump under-delivered by 50%. Use of the device was discontinued and the pt was returned to syringe feeding. A follow-up report stated 140 ml of feeding solution was hung, and the pump under delivered 60 ml over a 6-hour period. Pump vol fed showed 136 ml had been delivered. Per the physician's report, the pt experienced no ill effects and did not mention weight loss. One pt involved.